Manufacturer narrative:
Eval summary. The phacoemulsification machine was tested and examined at the customer location by an amo service tech. The system was found to be operating within the specification for the device. The service tech was not able to reproduce the conditions reportedly experienced by the surgeon.

Event description:
During a cataract extraction procedure, the surgeon reportedly experienced a corneal burn in the pt's operative eye. The incision required five sutures to close. The pt is reported as recovering; however, long term effects have not been assessed.